Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea and thing which the subject device had the remarkable damage, omsc surmised there was the possibility this phenomenon was attributed to the deterioration due to the external stress during handling and the long-term use passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found there was gap of adhesive on the distal end of the subject device during the incoming inspection for the repair at olympus (B)(4). There was no patient injury associated with this report. It was not provided other detailed information.